Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was not provided. It was stated that the cause of death was not device or therapy related.